Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. The customer was injured on the lancet but did not require medical treatment. The manufacturer requested return of suspect product for evaluation.